Manufacturer narrative:
Product event summary: analysis was unable to replicate the reported event; the programmer was able to interrogate wireless and non-wireless using the provided head. The programmer passed incoming functional testing. Analysis found a system error in the programmer error logs.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there was telemetry failure. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.